Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted when additional information becomes available.

Event description:
Robot was not registering that the trigger was pressed. We made three cuts, but on the fourth cut the hand piece would not align to the cutting field. No adverse consequences to anyone involved. A new hand piece was registered and the case was completed with minimal delay. Case type / application: tka.

Event description:
Robot was not registering that the trigger was pressed. We made three cuts, but on the fourth cut the hand piece would not align to the cutting field. No adverse consequences to anyone involved. A new hand piece was registered and the case was completed with minimal delay. Case type / application: tka.

Manufacturer narrative:
Reported event: an event regarding mechanical failure involving a mako mics was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
Reported event: an event regarding mechanical failure involving a mako mics was reported. The event was not confirmed. Method & results: -product evaluation and results: handpiece mics ¿ 209063-r ¿ serial# (B)(6). Inspected per procedure for the following test steps: 7.1.1 cable visual inspection - pass 7.1.2 hand piece visual inspection - pass 7.1.3 pivot handle lock test - pass 7.1.4 collar test - pass. But very hard to remove attachments. 7.1.5.1 original cable agitation test - pass 7.1.5.3.4 tn 0835 cable functional (new cable) - pass. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Robot was not registering that the trigger was pressed. We made three cuts, but on the fourth cut the hand piece would not align to the cutting field. No adverse consequences to anyone involved. A new hand piece was registered and the case was completed with minimal delay. Case type / application: tka.